Manufacturer narrative:
(B)(4).

Event description:
It was reported "ECG interference. ECG poor with marked interference.no equipment noted to be near leads. Leads and cable exchanged with no improvement. Patient is laying still with no tremors/shivering. Lead repositioning and alternate views all poor. Bed has a mattress topper that monitors pressure for pressure injury prevention.ECG improved on second console, but interference still noted. Pressure monitoring mattress topper turned offwith ECG now appearing appropriately. Affected console ECG continues showing ECG interference despitebeing disconnected from leads and patient and away from ICU bed. Interference remains on alternate ecgcable and when cable disconnected".no patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). No intra-aortic balloon pump (iabp) component or recorder strip was returned to teleflex chelmsford for investigation. Review of the field service management (fsm) database confirmed that no service updates or corrective actions related to this complaint had been recorded as of 18-dec-2025. A device history record (DHR) review was conducted for the reported lot number and did not identify any manufacturing nonconformances. The device met all applicable specifications prior to release. Based on the available information, the reported complaint of "ECG interference" could not be confirmed. A root cause determination could not be established in the absence of the returned product. No further action is required at this time. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "ECG interference. ECG poor with marked interference.no equipment noted to be near leads. Leads and cable exchanged with no improvement. Patient is laying still with no tremors/shivering. Lead repositioning and alternate views all poor. Bed has a mattress topper that monitors pressure for pressure injury prevention.ECG improved on second console, but interference still noted. Pressure monitoring mattress topper turned offwith ECG now appearing appropriately. Affected console ECG continues showing ECG interference despitebeing disconnected from leads and patient and away from ICU bed. Interference remains on alternate ecgcable and when cable disconnected".no patient injury or consequence reported. The patient's current condition is reported as "unknown".